Event description:
It was reported that following a stenting treatment procedure, thrombosis and a myocardial infarction (mi) occurred. Using the femoral approach, the procedure treated the 95% stenosed, 3.0mm diameter target lesion located in the mildly calcified and mildly tortuous proximal left anterior descending (lad) artery. The patient was hypotensive. A choice floppy guide wire and a 2.5x12mm apex balloon were advanced and then removed. Medication was titrated and the blood pressure showed improvement. The choice guide wire was then re-advanced to the lad and EKG changes were noted but no treatment was performed and the procedure continued. Another 2.5x12mm choice floppy guide wire was advanced to the 1st diagonal vessel. Pre-dilation was then performed with the 2.5x12mm apex balloon inflated to 12 atm's for 10 seconds and the balloon catheter was removed. The physician then decided against getting venous access as the blood pressure improved and the medication drip was turned off. A 3.0x16mm ion stent was then successfully advanced and deployed at 15 atm's for 19 seconds. One hour later the patient experienced chest pain and an mi due to acute stent thrombosis. Treatment used an extraction catheter and placed 2 additional stents. The physician did not believe the thrombus was related to the stent. No further patient complications occurred and the patient was discharged in stable condition.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).